Manufacturer narrative:
The device was returned for analysis. The reported ¿difficulty advancing the device over the guide wire¿ was confirmed and is likely related to the thick dried blood in the single lumen. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device after an interventional percutaneous transluminal angioplasty procedure with a 6f sheath. Reportedly, the device would not advance onto a 0.035" guidewire. A new prostyle device was successfully advanced over the same 0.035" guidewire and used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.